Manufacturer narrative:
(B)(4). Date sent: 11/4/2021. D4: batch # v9566v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed, and formed eleven conforming clips and the anti-backup and lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembly, the ratchet pawl and the ratchet pawl spring were noted to be missing. This condition caused the anti-backup and lockout mechanism failure. The event described could not be confirmed as the device performed without any difficulties noted. The instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation.". The condition of the missing component has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the deployed staples were unformed at the first to third firings. The device was used for ima or lca. No bleeding or no damage of the target tissue was observed. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.